Event description:
As reported, when removing from inside the patient this fogarty catheter, 0.5 cm of catheter tip was found to be missing. The catheter had been tested prior to use without problems. The catheter had been inserted through a touhy needle for decompression of right side trigeminal nerve. Then, balloon was inflated to proceed with the nerve decompression; however, it was found out by x-ray that the device was incorrectly placed. Therefore, the balloon was deflated and the catheter together with the touhy needle were removed. Upon inspection of the device after removal, it was observed that 0.5 cm of the tip was missing. Missing part was searched in the surgical field by the user and also x rays were done on the operating table but the tip was not found. Patient will be followed up with formal x-ray review by the radiologist. No further information was available. Patient demographics were requested but were not available. There was no allegation of patient injury reported. Follow up has started for device return.

Manufacturer narrative:
Follow up has started to determine whether the device is available for evaluation, and an investigation will be performed in order to consider any potential factors that may have contributed to this complaint. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed.

Manufacturer narrative:
Despite several attempts, the device involved in this case was not available for evaluation. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Further investigation was completed by the engineers at the manufacturing site. A specific fogarty IFU (instructions for use) could not be identified since a fogarty model or work order number were not available. However, the arterial embolectomy catheter IFU states only to use in arterial system, venous embolectomy IFU states only for venous use, and the occlusion catheters IFU state only to be used in venotomy or arteriotomy. Therefore, independently of which model the clinician used, this product failure mode can be potentially associated with an off label use. Additionally, final inspection is performed on the fogarty catheters as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.